Event description:
Customer reported having high blood glucose level for two consecutive times. Customer's blood glucose was 23mmol/l, will treat with manual injections. Customer stated the device has not alarmed once and it has been an ongoing issue for three weeks. Drive support cap was normal. Customer was advised to disconnect from the device. Manual prime was done and drops of insulin were seen at the end of the tubing. Customer was at work, unable to do high pressure test. Site of infusion site was fine. Customer was advised it might be an issue with the site, customer disagreed states issues is with the insulin pump. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.